Manufacturer narrative:
The oxygen transport manifold assembly was tested and no failures were identified. The reported complaint of check valve leaking was not duplicated. The device was a v60 ventilator p/n 1053617, not a v680 ventilator. The v680 ventilator is not sold and registered in USA.

Event description:
The customer reported while a patient was being transported, the o2 manifold leaked excessively. The manifold was connected to an oxygen tank. When the manifold leak occurred, the v60 ventilator it was connected to alarmed. There was no patient injury.

Event description:
Customer reported while a patient was being transported the o2 manifold leaked excessively. The manifold was connected to an oxygen tank. When the manifold leak occurred the v60 ventilator it was connected to alarmed. Patient information was requested and none was provided. Patient information was requested and none was provided.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.